Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure. Implant and explant date of the device is currently unknown. A supplemental report will be filed with this information once known.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identified (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Boston scientific has made three attempts to retrieve the implant/explant date information and also the status on the return of the device; however, no response has been received. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Implant and explant date of the device is currently unknown. A supplemental report will be filed with this information once known.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The device was subsequently explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure.